Event description:
Needle broke in cannula during procedure but did stay in sheath. The md inserted the cannula. Watching on an endoscopy screen, the md shifted cannula to right (not hard or forced). The actual needle within the cannula sheath broke in half at the top near the button. Md was able to insert wire and remove cannula and needle. Procedure was able to be completed.